Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, a bent is-1 connector pin was noted which most likely occurred during the explantation procedure. A mechanical inspection was not feasible. A stylet could not be introduced and advanced within the leads lumen due to the bent is-1 connector pin. Thus the functional test of the helix fixation mechanism was not possible. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead had dislodged and the physician decided it would be best to replace it rather than reuse it. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.